Event description:
A pt became entrapped -zone 4- between a 1/2 length bedrail and the mattress with his chin inward, propped on the top of the sleep surface, with the bottom outside lateral of the rail pressing inward on his neck. The victim was unconscious and blue when found, mouth open, unable to call out for help. Once found, staff pushed down on the rail to activate the spring locking system to release the rail, but the patient's neck was too thick. There was a crunching sound when the rail was pushed down by a nurse into the patient's lower neck. Finally, a cna pulled the mattress allowing the patient to fall to the floor. It is unknown, if the patient regained consciousness since this event has occurred. There are several identical beds in this facility's behavioral unit, which is where this adverse event transpired. I strongly believe that more adverse events such as these have happened and therefore, believe that this is an immediate life-threatening situation that needs immediate FDA regulatory oversight in order to be corrected and to save the lives of the vulnerable adults with dementia receiving care in these hazardous sleeping environments. The user facility was made aware of the potential entrapment hazards in the existing bed systems prior to the incident described above and have refused to correct the problem. Furthermore, an official report was filed with the facilities and services licensing on june 3rd, 2006, that has yet to be investigated. The original report was made by phone to the state's department of health on june 29th, 2006. I forwarded the report to them again on 6/14/2007. I spoke with the investigations and survey manager today and she informed me that she is waiting for permission from cms/hhs before she can begin investigation of this adverse event. The statement was made by them to me that they do not enforce FDA regulations, only cms/hhs regulations. Realizing that it expected for user facilities to report these adverse events to manufacturers in order for them to report these events to the FDA, it has not been done based on the health systems refusal to provide funds for new sleep systems, or the necessary components to update these systems as to remove, reduce, or mitigate the risk of entrapment and further risks to the patients receiving care in them.